Event description:
It was reported that the patient had no parasthesia (stimulation) following implantation of the implantable neurostimulator (ins). Two days prior to the permanent implantation of the ins, the patient had a surgical trial performed. On (B)(6) 2012, the lead was replaced by a hemi-laminectomy procedure. On (B)(6) 2012 (at 1 am), leg paralysis appeared in the patient due to a hematoma at t10 level. The physician decided not to replace the lead but performed a hemi-laminectomy procedure for the "left wide" of the two vertebral bodies and fixed with "bolheal." The patient was reported to still have the leg paralysis. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model neu_unknown_lead lot# unk implanted: (B)(6) 2012 explanted: (B)(4) 2012; lead model 39565-65 lot# unk serial# (B)(4) implanted: (B)(6) 2012 explanted: unk.